Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure one of the leads perforated the myocardium which led to cardiac tamponade and eventually patient death. No specific mechanical failure was identified.